Event description:
Medtronic reservoir seal failure between pee cap site causing bubbles pt: (B)(6); pump type: medtronic minimed mmt723lnas; infusion site type: quickset paradigm mmt396; reservoir type: mmt332a, lots: too many to name all since september of last year, I have been having more and more leaking reservoirs because their quality has decreased so much that they don't seal between the pee cap of the tubing well enough to avoid insulin leakage out of them. After changing site and reservoir, like I have been doing for the past 15 years. I noticed my blood sugar spiking 2 to 4 hours into it and it's only because there are huge bubbles in the reservoir. The problem lies between the reservoir and pee cap like I mentioned. And no-one is taking me seriously about this. I basically have to die in order for someone to care. What have I done to contact medtronic? It seems I call them two to three times a week now. Sometimes in the middle of the night to report the failure, but they don't acknowledge they are at fault obviously. I've called so much, that they even sent me in for re-training with one of their specialists and we both acknowledged that there was a problem there. When I tried filling the reservoir in front of her and she did as well. The lady was shocked at what happened acknowledging that it wasn't me doing things wrong. It was the product itself. Previous to this training, they even sent me a new pump thinking that was the issue, but it's the quality of the reservoirs which has decreased drastically. How have I been affected? Managing type one diabetes is hard enough since juvenile and now not trusting the pump has made me depressed and anxious worrying about it, if it's working or not. I'm constantly looking for bubbles in the reservoir to avoid blood sugar spikes and I have to carry around three times the amount of supplies as I used, just to stay afloat. In the long run this will affect my kidneys and my liver as you know. And I don't want to end up in a hospital because of their product failing. I could fill two reservoirs and have them both fail like it's nothing. Whether it is sealing with the tube siting 100% or insulin blowing past the o-ring seals. Both issues have been communicated to medtronic on dozens of occasions and they simply apologize and ask me to send the reservoirs back. I'm tired of calling hours at a time and wasting insulin filling up useless reservoirs. I don't want to die in the middle of the night because of this and that's why I'm reaching out to you, because they need to do a massive recall on these consumables for the medtronic pump. The problem to understand the failure, please see the attached photos. No matter how hard or how many times I twist lock the reservoir into the tubing many will not seal. I would say 1 out of every 4 or 5 seals perfectly and I get away with 2 or 3 leaking ones until I have to change thing again. I can't stress enough how much anxiety this has caused me, not trusting the pump. Again years ago I didn't have these problems and I have seen these sites and reservoirs change in quality over the years and they are playing a dangerous game if they think that 10 or 25% failure rates are acceptable. Not with my life is not. This is enough pain and suffering to depress anyone trying to manage their diabetes on daily basis. Solution, massive recall update june 2016: I have been talking to a regional manager for medtronic to try an swap of my infusion sets for newer type ones, but the problem still persists since its due to the quality of the reservoirs. New infusion site type: mio 9mm paradigm mmt975 (problem is still there, because it has to do with the reservoirs).